Event description:
During a pulmonary vein isolation for paroxysmal atrial fibrillation procedure, after treating the right inferior vein isolation (ripv) and withdrawing the non-(B)(6) device (inqwire guidewire by merit medical) into the volt, the physician noted resistance from the wire and deducted the wire was entrapped in a branch of the ripv. Transesophageal echocardiography was still in the patient and was able to confirm no effusion. The volt was withdrawn from the patient and did not show any signs of damage. Torque maneuvers of the wire were able to eventually release the wire. The physician did not believe there was any fault attributable to the volt or agilis. At case end the patient was stable and not showing any signs of trauma from the occurrence. Case concluded successfully. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".